Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The recommended sheath size as per design matrix for this device is a minimum 6fr. The customers introducer sheath was not returned with the device. The investigator was unable to advance the device through a bsc 6fr sheath due to a complete separation of the shaft. A visual examination of the returned device confirmed that the balloon had been inflated. No issues or damage was noted with the balloon material or blades. All blades were present and fully bonded to the balloon material. A visual examination found damage to the tip of the device. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified a complete separation of the shaft of the device located at the guidewire port. The shaft was also found to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter shaft broke and was snared to remove. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.5mm x 15mm wolverine coronary cutting balloon was selected for use. The procedure was performed with a contralateral approach and not only the product but also the guidewire and other balloons were difficult to operate because the torque could not be transmitted. The shaft may have kinked and separated in the guiding sheath due to strong pushing. The right superficial femoral artery was treated with a contralateral approach and after crossing through the lesion with a 200cm non boston scientific guidewire and non boston scientific microcatheter, it was dilated with coyote 3.0-20, and due to insufficient dilation, additional dilation with wolverine 3.5-15 was attempted, but there was resistance in the guiding sheath making it difficult to reach the lesion. When the shaft was pulled to retrieve it, the doctor noticed that the balloon marker was still in the sheath and determined that it had been detached. Since the balloon part was on the guidewire, the snare was guided along the guidewire to capture the balloon part and succeeded in recovering it. It was then dilated with 5.0-40 non boston scientific balloon and successfully completed the procedure with a ranger 5.0-100. No further complications were reported, and patient condition was good post procedure.

Event description:
It was reported that the catheter shaft broke and was snared to remove. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.5mm x 15mm wolverine coronary cutting balloon was selected for use. The procedure was performed with a contralateral approach and not only the product but also the guidewire and other balloons were difficult to operate because the torque could not be transmitted. The shaft may have kinked and separated in the guiding sheath due to strong pushing. The right superficial femoral artery was treated with a contralateral approach and after crossing through the lesion with a 200cm non boston scientific guidewire and non boston scientific microcatheter, it was dilated with coyote 3.0-20, and due to insufficient dilation, additional dilation with wolverine 3.5-15 was attempted, but there was resistance in the guiding sheath making it difficult to reach the lesion. When the shaft was pulled to retrieve it, the doctor noticed that the balloon marker was still in the sheath and determined that it had been detached. Since the balloon part was on the guidewire, the snare was guided along the guidewire to capture the balloon part and succeeded in recovering it. It was then dilated with 5.0-40 non boston scientific balloon and successfully completed the procedure with a ranger 5.0-100. No further complications were reported, and patient condition was good post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6).